Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation confirmed the customer reported failure. Based on the results of the investigation, the most probable cause of the reported complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasound bronchofibervideoscope distal tip had separated. The issue occurred during a diagnostic bronchoscopy procedure. The intended procedure was completed with the same device. There were no reports of patients' harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.